Event description:
A customer contacted beckman coulter inc., (bci) regarding an accutni result within the risk stratification range from one patient's third serial draw sample. An accutni result above the ami cut-off was obtained upon repeat analysis. The three additional serial draws from the patient gave accutni results above the ami cut-off. The results were reported out of the lab. The customer did not report affect to the patient or user attributed or connected to this event.

Manufacturer narrative:
Samples are collected in 4ml bd lithium heparin tubes and centrifuged at 3,000 rpm for 5 minutes. Qc resulted within specifications prior to and after the event. Samples from the patient were tested by bci; all accutni results obtained were above the ami cut-off and no interference was detected. A field service engineer (fse) was dispatched: the fse performed a precision and a diagnostic test and both met specifications. A clear root cause for this event has not been determined.